Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp) screen malfunctioned. It showed a blue circle near the battery/ helium indicators. There was no patient involvement and no harm was reported.

Manufacturer narrative:
Event site name :(B)(6).upon completion of the investigation into this event a follow up report will be submitted.